Manufacturer narrative:
H3, h6: it was reported that the patient presented a possible infection. The event was resolved with a revision surgery where the jii 5-6, 10mm poly was replaced with a new one. The affected complaint device, used in treatment, was returned and evaluated. A visual inspection of the returned device shows severe deformation on the lock detail. Our investigation including a review of the manufacturing records for the listed batch did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed, the patient presented a possible infection. The event was resolved via revision surgery to explant a size 5-6 10mm journey ii insert. The patient outcome is unknown.